Event description:
It was reported that the patient experienced coupling and or communication issues. Use of antenna locate resulted in a power-on-reset condition being displayed on the recharger, which then led to a normal recharge screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead:model 377860, lot# v347780013; implanted: 2010 (B)(6); explanted. Lead: model 377860, lot# v359494024; implanted: 2010 (B)(6); explanted. Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4).